Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that a drawer row failed. A field service engineer identified that row a cubies were failing. Checked in the hardware test application showed a 'reply busy' status. The row board was replaced, and the row board cable was reseated, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer row 4.1 failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.